Event description:
It was reported that this left ventricular (lv) lead had loss of capture. X-ray revealed that lv lead dislodged into the right ventricle (rv). Since patient was pacemaker dependent, device was reprogrammed to right ventricle (rv) only pacing and increased rv sensitivity. Lead currently remains in service. No adverse patient effects were reported.